Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that the left side cat#:3501650, lot#: 115909. The patient underwent removal on (B)(6) 2021. The left side deflation was confirmed by the health care professional. A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with an unknown mentor saline prosthesis experienced left-sided paresthesia, and deflation post operation. The patient stated that when she took a shower her breast was dropped and became flat, and she noticed she had a burning tingling sensation, but it wasn't severe. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.